Manufacturer narrative:
During the site visit, the field service representative identified a visible film on the cuvette segments. The fsr removed and cleaned all the cuvette segments, which resolved the issue. Return testing was not completed as returns were not available. A review of the alinity c, serial number (B)(4) service history shows no additional discrepant glucose results after the cuvette segments were cleaned. A review of the alinity c systems found no systemic issues or trends associated with the discrepant result issue. A review of tickets for the alnty c-series cuvette found no trends for list number (B)(4). A review of the alinity ci-series operations manual adequately addresses operational precautions and limitations and troubleshooting of erratic results. Based on the investigation no product deficiency was identified for the alinity c analyzer, serial number (B)(4), or the alnty c-series cuvette (list number (B)(4)).

Event description:
The customer reported falsely depressed glucose results on one patient generated on the alinity analyzer. The results provided were: (B)(6) initial = 208mg/dl / repeat = 77. On (B)(6) 2020 the customer reported falsely depressed sodium results for a different patient = 110 / 141mmol/l (normal range 136-145mmol/l). There was no reported impact to patient management.